Manufacturer narrative:
Reported events of positioning failure, inadequate capture, and r-wave amp variation were not confirmed. Reported event of stretched helix was confirmed. Final analysis found that the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed indicated no anomalies contributing to reported events of capture or sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was difficult to position. Once fixated, the lp exhibited high capture threshold and unacceptable sensing amplitudes. The physician attempted to reposition the device but it was noted the helix was stretched via x-ray. The lp was removed and replaced. The patient was in stable condition.